Manufacturer narrative:
Other relevant device(s) are: product ID 8780 lot/serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter, ubd: 31-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the manufacturing representative (rep) regarding a patient receiving 5 mg/ml of dilaudid and bupivacaine at 2.0998 mg/day via an implantable pump for non-malignant pain. It was reported the patient was complaining of no relief. It was indicated the pump was flipping. At pre-op the patient reported they were still not appreciating relief. There were no known environmental/external/patient factors that may have led or contributed to the issue. The logs were pulled and indicated no motor stalls or any other type of system events other than programming steps. A revision was planned for (B)(6) 2019. The issue was unresolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. Per device registration, the catheter was replaced on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). The rep stated the pump had been constantly flipping. Surgery revealed the catheter was completely twisted. A catheter revision was then performed.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The healthcare provider had discarded the portion of catheter that was removed. The pump was described as not having been secured well in the pocket which the physician had felt caused the flipping. They therefore had added extra sutures to secure it at the time of the revision.